Manufacturer narrative:
Brand name, corrected data: supplemental report #1 did not update the suspected product to the programming wand. The information has been corrected in this report. Type of device, name, corrected data: supplemental report #1 did not update the suspected product to the programming wand. The information has been corrected in this report.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report. No device failure occurred.

Event description:
It was reported that the physician has a handheld that is frozen at an unknown screen. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.

Event description:
It was reported that the handheld was working fine. It was reported that the battery in the wand was changed out and the communication was successful.